Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "when trying to provide oxygen to the isolated lung, the crna said that the provided CPAP adapter did not fit snug and was very loose." No patient injury reported. The condition of the patient is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "when trying to provide oxygen to the isolated lung, the crna said that the provided CPAP adapter did not fit snug and was very loose." No patient injury reported. The condition of the patient is reported as fine.